Manufacturer narrative:
The complaint is inconclusive as the actual complaint device was not returned for evaluation. The lot number is unk, no DHR review could be performed without a valid lot number. The 000150 spring tip guidewire is sold as a re-useable device. The lifespan of the device is not indefinite; however, and repeated uses of the device and subsequent reprocessing can weaken the solder joints in the spring tip. The IFU for the device instructs the user to inspect the device prior to use to ascertain suitability for use. No CAPA will be initiated as the complaint could not be confirmed as manufacturing related.

Event description:
Physician was performing dilation procedure with spring tip guidewire. When he removed the guidewire, he noticed that the tip had detached, and that it had fallen into the patient. Physician retrieved the tip from the patient, it took an add'l 30 mins to finish the procedure. Patient was not harmed. He asked how many times the device could be reused, and if there were any manufacturing guidelines for the device. The IFU was then emailed back on 07/20/07. (Actual device will not be returned for evaluation).